Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds due to a suspected micro dislodgement. This lead was explanted and successfully replaced. This lead is not expected to be returned. No additional adverse patient effects.